Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a right side "deflation." Device remains implanted.

Event description:
Healthcare professional additionally reported "hole in valve and valve delamination." Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: fluids. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.7., h.6.